Event description:
It was reported that the right ventricular (rv) lead sounded a patient alert for high impedance and high short interval counter (sic). No capture and low sensing value were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 15:00:10. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 589 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012.